Event description:
The customer reported the iris collimator closed down on it's own without command. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.